Event description:
A malfunction alarm was reported, identified by malf 9 code, impacting the customer's blood glucose level which exceeded 500 mg/dl. The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. Technical support provided information to reset the pump, resolved the malfunction, and instructed the caller to continue using the pump but to report any recurrence of the issue.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction bolus via pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer may continue to use the pump.